Event description:
This pt was undergoing coil embolization within the secular with wide neck of 9mm aneurysm. While advancing the first coil multiple times back and forth within the aneurysm resistance was felt and the coil stretched. This coil was removed from the microcatheter without any difficulty. Another coil was removed to complete the procedure. There was no adverse outcome to the patient. Continuous flush was maintained with the microcatheter. The microcatheter was not re-shaped. There was no microcatheter repositioning.